Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that when attempting load multiple cartridges, the customer received multiple minimum fill messages. Reportedly, the cartridge was filled with 125 units. The customer's blood glucose level was 139 mg/dl. It was confirmed that the customer has manual injections available as alternate insulin therapy.